Event description:
A (B)(6) male pt contacted zoll customer support to report service code 204 messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector will not stay latched) has been confirmed. Upon evaluation, the trunk cable connector was damaged. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt was issued a replacement electrode belt.